Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a flashing display. The blood glucose level was unknown. Customer was calling back with black display after receiving new battery cap. The product will return for the analysis.

Manufacturer narrative:
Device failed the screen test led test during the self test due to moisture damage on the electronic assembly. No missing segment or partial display noted.